Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system intermittently shuts down by itself. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.